Manufacturer narrative:
A specific root cause could not be identified. Additional material for further investigation was requested but was not provided. Relevant retention material was tested and the results fulfilled expectations.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t result from the cobas h232 meter compared to the troponin t hs results from a cobas e601 analyzer. The cobas h232 meter is not sold in the united states. The initial result from the cobas e601 was 90.0 ug/l. Using blood drawn 5 to 10 minutes later, a result of < 30 ng/l ((B)(6)) was generated on the cobas h232 meter. Three or four hours after the initial blood draw, a second sample was collected and the troponin t hs result from a cobas e601 analyzer was 70.2 ug/l. The customer doubted the result of the h232 meter and considered the cobas e601 result to be correct. Information concerning if any result was reported outside of the laboratory was requested, but was not provided. The patient was not adversely affected. It was noted that the cardiac reader assays are not calibrated against the elecsys troponin t hs assay used on the cobas e601.